Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an issue related to the ventilator's sound abatement foam was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center an issue related to the ventilator's sound abatement foam was observed. The device's sound abatement foam was degraded. The device's blower, stirring fan, stirring fan retainer, flow sensor assembly, and tubing were replaced to address the issue.